Event description:
The customer reported that the coulter lh 780 hematology analyzer generated incomplete computation flags (dots) for the hemoglobin (hgb) and related calculated parameters (mean corpuscular hemoglobin and mean corpuscular hemoglobin concentration) for one specific sample. The customer also found a small contained leak at the differential mixing chamber. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the hemoglobin (hgb) lamp voltage was out of specification. The fse performed hgb lamp adjustment to get the hgb lamp voltage to within specification. The fse discovered a crack in the differential mixing chamber causing a leak, and the fse proceeded to replace the chamber to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the leak is attributed to a cracked differential mixing chamber. The incomplete hgb results were due to the hgb lamp voltage being out of specification.